Manufacturer narrative:
Device evaluation: the evo-20-25-15-e of lot: c2013060 was involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all evo-20-25-15-e devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-20-25-15-e of lot number: c2013060 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number: c2013060. Instructions for use and/label: as per the instructions for use, ifu0061, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect product with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU or label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. There may be many possible root causes for the issue encountered, some may include the following: a possible root cause could be attributed to the difficult target site which could lead to a stent getting caught up on the delivery system tip, user technique or the suture getting caught up on the bi-lumen causing issue reported. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, stent got stuck in the catheter. Confirmed quantity of 01 device, confirmed used. According to the initial report, no adverse effect on the patient has been reported. Investigation findings conclude that a possible root cause could be attributed to the difficult target site which could lead to a stent getting caught up on the delivery system tip, user technique or the suture getting caught up on the bi-lumen causing issue reported. Complaint is confirmed based on customer and/or rep testimony.

Event description:
A supplemental report is being submitted due to completion of the investigation on 29 may 2025.

Manufacturer narrative:
PMA/510(k) # k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent got stuck in the catheter and did not open fully, hence could not complete the stenting.